Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device did not completely inflate and dissect the proper tissue plane. The event resulted in tissue damage by tearing the peritoneum. There was no other reported patient injury. The current patient status has been reported as "good".